Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not turning on. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer and the quote was cancelled due to lack of customer approval. To date, there have been no further reports of this issue.

Event description:
It has been reported that the system was not turning on. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.